Event description:
A customer contacted stryker to report that their device had a loose lid magnet. In this state, the device may not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer has been provided with a replacement lid. A cause of the reported issue could not be determined.